Event description:
It has been reported that motorized geometry movements were not available. The system was in clinical use when the issue was identified. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use and there was no patient on the table. The philips field service engineer (fse) inspected the system onsite and identified that motorized movement of frontal stand and table were unavailable. Review of log file showed that the geometry movements were not possible. Upon functional testing fse identified geo module was faulty. The fse replaced geo module. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.